Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that a buttons on the insulin pump was getting stuck and scrolling through by itself. Customer's blood glucose was over 200 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump buttons all responded properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.